Event description:
The account alleged the brake caster will not hold. No pt impact.

Manufacturer narrative:
The account replaced the brake caster mechanism, the brake casters, the brake steer caster and adjust the brakes to resolve the issue.